Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer received assistance from technical support in resetting pump, and after reset, malfunction code did not recur. Customer was advised to continue using pump and to call back if issue reoccurred.